Manufacturer narrative:
Patient identifier complete entry = sample #1, sample #2, sample #3, (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed sodium and calcium results on the architect c8000, serial number (B)(4). Through an extensive investigation, the fsr found the tubing, dry nozzle #8 to vacuum valve (part number 7-93348-01) needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely depressed sodium (na+) and calcium (ca) results from an architect c8000 analyzer for multiple patients. The following data, tested on (B)(6) 2020, was provided (customer's reference range for na+ is 136 - 145 mmol/l; for ca is 8.4 - 10.5 mg/dl): sample #1 initial na+ was 116 mmol/l, repeat, on an abl blood gas instrument, was 140 mmol/l. Sample #2 initial na+ was 120 mmol/l, repeat on an abl blood gas instrument, was 140 mmol/l. Sample #3 initial ca was 5.0 mg/dl, patient's historical data for ca was 9.0 mg/dl. Sample ID (B)(6) initial na+ was 119 mmol/l, repeat was 139 mmol/l. Sample ID (B)(6) initial na+ was 118 mmol/l, repeat was 140 mmol/l. Sample ID (B)(6) initial na+ was 120 mmol/l, repeat was 137 mmol/l. Sample ID (B)(6) initial ca was 6 mg/dl, repeat was 8.4 mg/dl. There was no impact to patient management reported.